Event description:
A patient for total abdominal hysterectomy was taken to the operating room where anesthesia was induced and endotracheal intubation performed. Approximately 5 minutes after initiation of positive pressure ventilation, exhaled tidal volume significantly decreased. Breath sounds were verified as equal bilaterally. There was no audible tracheal gas leak detected when pressures of up to 30cm h2o was applied. Attempts to compensate for the loss of tidal volume by increasing the set tidal volume and by increasing the fresh gas flow up to 8 l/min failed as the bellows continued to lose volume. The patient was temporarily disconnected from the anesthesia machine and successfully ventilated with a self-inflating manual resuscitator. A positive pressure leak test in manual mode, with fresh gas flow reduced to minimal -200 ml/min, the apl fully closed and the y-piece occluded-using at least at 30 cm h2o revealed that fresh gas flow could be reduced to minimal 200 ml/min with the selector switch in manual mode and the apl -adjustable pressure limiting; a.k.a. "Pop-off" valve fully closed, did not show a significant leak from the breathing circuit. When the selector switch was set to ventilator with the apl valve completely closed from the previous leak test each mechanical inspiratory breath produced a slight inflation of the reservoir manual bag. The bag continued to increase in size and it was concluded that the leak stemmed from an anomalous conduit pneumatic connection between the mechanical ventilation circuit and the manual ventilation circuit. A significant amount of looseness was noted in the selector switch. When the lever was advanced to its full mechanical stop the leak was corrected. The remainder of the surgery was completed without any further issues and the anesthesia machine removed from service. Inspection of the ventilator revealed a crack of the internal plastic housing that anchors the bag-ventilator selector switch. Replacement of the housing corrected the malfunction.